Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the anvil pin dislodged. During the stapling, the anvil could not be fixed. Another device was used to complete the case. There were no adverse consequences to the pt.